Event description:
During the procedure, the physician noted that the ligasure advance knife blade stuck while attempting to dissect the bilateral crus. Physician was unable to continue utilizing the device, and it was therefore removed from the field. A new device was obtained and used without problem. It is unknown whether the new device was of the same or different lot.